Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0606100c port & catheter, implanted, subcutaneous, intravascular allegedly unable to aspirate. This report was received from a single source. Of the one event, did involved patient with no reported patient injury. The patient is (B)(6) years of age, female and the weight was not provided.